Manufacturer narrative:
The investigation into the reported "delivery issue" has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that as the pump was unable to advance through the patient's vasculature. The device deformation likely occurred while trying to push past the resistance. The root cause for delivery issue is most likely patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a delivery issue involving an impella 5.5 pump. It was noted that the pump failed to advance through the innominate artery and into the ascending aorta during the attempted implant. Upon removal, it was observed that the catheter appeared to be slightly deformed proximal to the motor housing. An impella cp pump was subsequently implanted without further issue. There was no patient harm.